Manufacturer narrative:
A reserve sample of the same lot was tested for its physical attributes. The product was within spec.

Event description:
Consumer stated that the product caused irritation to his lower gum line. The condition lasted for two days. No medical attention was sought for this condition.